Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer successfully reloaded the existing cartridge and was able to resume insulin therapy, resolving the issue.